Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was frayed. The physician advised the patient regarding future paddle lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial/ batch:(B)(6).

Event description:
It was reported that the patients paddle lead was frayed. The physician advised the patient regarding future paddle lead replacement. Additional information was received that the patient underwent an explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.